Manufacturer narrative:
The investigation into the automated impella controller (aic) purge issue-other has been completed. Console ic5367 was inspected in danvers, but no irregularities of the purge system were discovered, and the device operated within specification. The cause of the issue was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced an unspecified purge cassette related failure. The aic was removed from service. There was no patient harm.